Event description:
It was reported that the customer's insulin pump batteries were lasting less than two days. The customer's blood glucose level was 258 mg/dl. Standard troubleshooting was performed. The customer has been sent a new battery cap. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).